Manufacturer narrative:
Qc was run and was acceptable. The customer repeated patient samples that were run prior to the high result for this patient and the results for the other patient samples correlated well to one another.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t gen 5 stat (troponin t stat) on a cobas e 411 immunoassay analyzer. The initial result was 57 ng/l. The sample was repeated twice with results of 27 ng/l. The initial result was reported outside of the laboratory. The repeat results were believed to be correct. The troponin t stat reagent lot number was 41679902 with an expiration date of 30-nov-2020.

Manufacturer narrative:
Calibration and qc were acceptable. The customer has had no further issues. The investigation did not identify a product problem. The cause of the event could not be determined.